Manufacturer narrative:
A1, patient identifier: (B)(6).

Event description:
It was reported via elegance trial that the subject experienced an embolism. The subject underwent treatment with the ranger drug-coated balloon on (B)(6) 2024. The target lesion was in the left distal superficial femoral artery and left proximal popliteal artery with 5.0 mm proximal and distal reference vessel diameter. The lesion length was 150 mm with 90 percent stenosis and was classified as tasc ii b lesion. Prior to the treatment of target lesion with study device, embolization protection was performed using nav embolic protection system, then atherectomy was performed using jetstream atherectomy catheter. Pre-dilatation was performed using 5.0 mm x 60 mm sterling pta balloon and thrombectomy was performed using penumbra engine thrombectomy device. Treatment of target lesion was performed by dilation of using 4.0 mm x 150 mm ranger drug coated balloon study device. Post procedure, the final residual stenosis was noted to be 20 percent. On the same day as the index procedure, during the treatment of the target lesion, an embolism was noted in the left proximal popliteal artery due to the jetstream atherectomy catheter. In addition, emboli was also observed in left distal anterior and posterior tibial arteries at the level of ankle. In response to the complication, thrombectomy was performed; however, some thrombus was still observed at the end of the procedure. No additional details were provided at this time.